Manufacturer narrative:
The device was returned and an investigation was completed. The purge lumen was inspected and found damaged, with blood ingress noted. We believe the root cause of the reported pump stop was related to a damaged purge lumen which allowed for blood ingress, thus, leading to the eventual pump stop. Due to lack of clinical information surrounding the embolitic stroke and death, we are unable to determine a definitive relationship to the impella or root cause.

Event description:
The complainant reported a (B)(6) male patient presenting for high risk percutaneous coronary intervention. The pump's side arm developed a leak, and after approximately 5 days of support, the pump stopped and required removal/replacement with a new impella. A user submitted medwatch was received 2022-02-28 which also alleged the impella stoppage may have been a factor in the patient's outcome (death), as the patient ultimately suffered an embolitic stroke and did not recover.

Manufacturer narrative:
The investigation into the reported "purge leak - pump, pump stop and stroke/cva" has been completed since the original report was filed. Product was returned for investigation. The device was visually inspected and found that the purge sidearm was leaking and the pump ultimately stopped. During the visual inspection of the returned pump revealed dried blood within the outflow. Inspection of the purge sidearm revealed blood ingress up to the distal end of the purge line kink protector where the blood appears to have clotted. The kink protector was removed from around the purge lumen and damage to the lumen was confirmed in this location. The root cause of the pump stop was determined to be blood ingress due to purge lumen damage within the purge line kink protector. Furthermore, the lack of provided event information regarding the reported embolic stroke indicates an unknown relation to impella. Section d4: unique identifier (UDI).